Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 and during the procedure the electrode array was found to be partially outside of the cochlear. Subsequently, the device was explanted and the patient was reimplanted with a new device during the same surgery.